Manufacturer narrative:
Upon complaint review, it was determined that this type of malfunction has the potential to cause serious injury through electrical shock and is therefore, being reported late. The technician replaced the power cord to resolve the issue.

Event description:
During shipment, the bed's power cord was damaged leaving exposed wires.